Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5078048. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that a consumer had two 31 g x 8 mm bd¿ ultra fine¿ short insulin pen needles break off in her injection site. She was able to remove one needle with tweezers but could not see the second one. The consumer went to an emergency department where she works and received two ultrasounds and an x-ray. The imaging studies did not detected the broken pen needle. The doctor at the hospital told consumer there was no risk to her health if the needle remained in her skin and no further medical interventions were provided.